Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the centrifugal system did not display the flow readings. The user determined the flow sensor was the cause of the issue. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to a pt as a result of this event.